Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 317 mg/dl. The customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated that the infusion set site would be changed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.